Manufacturer narrative:
Investigation results for the returned platform as follows: service was not able to replicate the reported ua17 (max motor on time exceeded during active operation) during testing. The complaint was not verified as the platform was tested using the test batteries and it worked as expected. However, the ua17 was observed in the archive file and it was noticed that the fault occurred using batteries with serial numbers (B)(4) during deployments. These batteries were not returned for evaluation.

Manufacturer narrative:
The product in complaint was returned to zoll on 08/19/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during active operation on a 200 pound patient, the autopulse platform performed 5 chest compressions, then displayed a user advisory 17 (max motor on time exceeded during active operation) message. The platform stopped after the user advisory 17 message was displayed. A second battery was used and gave the same results: 5 chest compressions were performed, another user advisory 17 was displayed, the platform then stopped. Customer reverted to manual CPR. No adverse patient sequelae was reported. Manufacturer requested additional information on 08/12/2013 and 08/27/2013; however, no additional information has been obtained.